Event description:
Rn attempted to prime primary IV tubing with amiodarone. Noted IV tubing separated at safety clamp that goes into pump channel. This caused amiodarone to spill before line could be primed. New amiodarone bag had to be sent to unit.